Event description:
Information received from the field notes that during an office check, the device went to voo mode. Normal function ensued with reprogramming. The following day, the device reverted to voo mode. The patient was pacemaker dependent. Therefore, the device was replaced.